Event description:
The physician closed the arteriotomy using a perclose device. When using the accessory mini knot pusher device to advance the knot, the tip broke. The dermatotomy was slightly increased and the broken tip was retrieved. The dermatotomy was closed with adhesive. The pt recovered without incident.